Event description:
The customer reported that there was a fluid leak of less than 1 ml from the coulter act diff 2 analyzer. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
Field service engineer (fse) indicated that there was fluid on caps after sampling and suspected vacuum pathway issue. He found and replaced lv8 which provides vacuum pathway to the rinse block that was not functioning correctly in open phase. Additionally, he found and removed partial obstruction in vacuum path to rinse block due to the malfunction vacuum pathway valve lv8. (B)(4).